Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not working. A field service engineer (fse) replaced the cable, but this did not resolve the issue. The fse then replaced the scanner and successfully scanned a barcode. A proactive inspection was also performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a scanner is not working, failed to resolve. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.